Event description:
Inappropriate lv output issue with cardiac muscle stimulation was observed as well.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for a follow up visit, a thumping muscle stimulation sensation was observed near the device site. Upon device interrogation, device back up vvi issue was observed and the high output pacing was causing the thumping issue. It was suspected that this was due to disruption in telemetry communication issue. It was also suspected that this could be due to the patient undergoing a magnetic resonance imaging (MRI) with the device not being in MRI mode. Physician did not find evidence that patient underwent any MRI which could correlate with this event. The device was restored to the patient¿s device normal mode and prior programmed parameters with no complication. Patient was stable.